Event description:
The customer reported a charge button failure during op-check.

Manufacturer narrative:
The customer reported a charge button failure during op-check. A philips field service engineer evaluated the unit at the customer site and verified the symptom. It was determined that this was a processor pca malfunction. Replacing the processor pca resolved the reported symptom.